Event description:
On (B)(6) 2013, the reporter contacted animal and alleged that the pump had an 3.00 unit bolus in the history for (B)(6) 2013, which the patient had not programmed. Customer technical support (cts) reviewed the history and confirmed the bolus at 9:03 a.m. On (B)(6) 2013. All other boluses accounted for. There is no adverse event reported in relation to this issue. This complaint is being reported due to the allegation that the pump delivered a bolus that had not been programmed by the user.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated no bolus recorded. The rewind, prime and load steps were performed on the pump with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms noted. During testing, 2 boluses were successfully performed on the pump and both accurately recorded in pump history. The pump was opened and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.